Manufacturer narrative:
Device used for treatment, not diagnosis. Publication date - chen, y., wang, x., lu, x., yang, l., yang, h., yuan, w., & chen, d. (2013). "Comparison of titanium and polyetheretherketone (peek) cages in the surgical treatment of multilevel cervical spondylotic myelopathy: a prospective, randomized, control study with over 7 year follow-up." (22: 1539-1546). This report is for an unknown syncage c, unknown quantity, and unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article, chen, y., wang, x., lu, x., yang, l., yang, h., yuan, w., & chen, d. (2013). "Comparison of titanium and polyetheretherketone (peek) cages in the surgical treatment of multilevel cervical spondylotic myelopathy: a prospective, randomized, control study with over 7 year follow-up." (22: 1539-1546). A study was done at a (B)(4) hospital using synthes titanium syncage c and a non-synthes cage for use during an anterior cervical discectomy and fusion. A total of 80 patients were enrolled in the study using the titanium cage and the non-synthes cage. Twenty-nine patients using the titanium cage and 31 patients using the non-synthes cage completed the study. Of the 29 patients implanted with titanium cage 17 were male and 12 were female. The average of the 29 patients was 45.7 years. Nineteen patients experienced subsidence or dislocation of the titanium cage. This report is 1 of 2 for (B)(4). This report for an unknown syncage c. A copy of the journal article is being submitted with this medwatch.